Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump keypad cover was observed to be peeling at the contrast key. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the contrast keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. A tear was also observed on the bolus button cover, however the bolus button responded properly to user presses. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was intermittently unresponsive and would occasionally stick. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.